Event description:
It was reported that a pump pole clamp lost a screw and the clamp fell off. The device was in the middle of an infusion, which was interrupted. However, there was no injury or medical intervention required.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.